Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was repositioned more superior on the right flank to address this issue. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.